Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During an acl (anterior cruciate ligament) reconstruction utilizing the fast-fix 360 curved ndl delivery sys, it was reported that the piston got stuck and could not deploy t2 on two devices. T1 from both devices was left behind untethered (unsupported) in the patient¿s knee. There were no reports of patient injuries or complications.